Event description:
Pt had 2 punctum plugs inserted on (B)(6) 2012. When the pt returned to the office on (B)(6) 2012, the pt's lid was swollen and had red conjuctiva. Both punctum plugs were removed. The pt was treated with lotemax. It was the o.d.'s opinion that this event was due to an allergic reaction.

Manufacturer narrative:
No follow-up info is expected.